Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on 08/15/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up to a dim and discolored display with audible and vibratory features. The battery compartment was found to have cracked in the threads area. Unrelated to the display and casing issue, the bolus button cover was detached and missing. (B)(6).